Manufacturer narrative:
Ocd qa performed retain testing to confirm the reactivity of the jka antigen. Satisfactory test results were obtained. Customers shipped the pt sample to ocd. The sample was of limited volume and moderately hemolyzed. At the time the sample was rec'd, 8ss402 was already expired. Cell#3 (expired) was negative with a 40-min incubation.